Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/lead serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿effect of right ventricular septal pacing on p wave dispersion and cardiac hemodynamics in elderly patients with atrioventricular block.¿ chinese journal of gerontology. 2018. Doi: 10. 3969 /j. Issn. 1005-9202. 2018. 04. 004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reported atrial arrhythmias and atrial fibrillation (af) were noted six months after surgery. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/lead serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.